Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube, cracked end cap and cracked case near display window corners noted during visual inspection.

Event description:
The customer's mother reported via phone call that the bottom of the insulin pump was pushing out during the rewind process. The caller stated that she pushed this piece back in and saw exposed wires. Blood glucose level at the time of the incident was 109 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.